Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patients old ipg was replaced with a non-rechargeable ipg. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept per hospital policy.